Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare service representative replaced the anesthesia control board.

Event description:
During testing of the unit, ge healthcare service representative noted the unit went into a system malfunction. There was no report of patient involvement.